Event description:
It was reported that under a beep, the affected device shut down. After that, a loud flow noise was audible several times while viewing the home screen. There was no disconnection of the breathing circuit, standby could not be selected. No patient health consequences were reported. In case the breathing pressure (incl. Peep) drops to ambient, a deterioration in state of health cannot be excluded for patients with difficult lung/ventilation conditions.

Manufacturer narrative:
The affected evita 4, asbd-0358, produced in april 2010, was examined on site by a dräger service technician. The logbook records were analyzed at the manufacturer in lübeck. This revealed a malfunction of the cartridge valves and analog-to-digital conversion on the pcb pneumatic controller. The unit behaved as specified and responded with an appropriate alarm to the detected deviation. At the reported time, the device rebooted several times until it was turned off by the user at 13:46. No patient health consequences were reported. During a warm start, the evita opens the airway system to allow spontaneous breathing. This process is accompanied by an alarm. After the boot sequence has been successfully completed (duration approx. 8 seconds), ventilation is continued with the old parameters. Immediately after restarting ventilation, a "mv low" alarm is generated, which continues until the applied volume is greater than the lower set limit for the minute volume. Note: during a warm start, the display is blanked. The defective parts were replaced on site and the device was then tested according to the manufacturer's specifications without any deviations. The device is back in clinical use. Such events due to an out-of-tolerance mixer cartridge and pcb pneumatic controller are rare and therefore acceptable. The results of the investigation did not reveal any new risks that are not already covered by risk management.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that under a beep, the affected device shut down. After that, a loud flow noise was audible several times while viewing the home screen. There was no disconnection of the breathing circuit, standby could not be selected. No patient health consequences were reported. In case the breathing pressure (incl. Peep) drops to ambient, a deterioration in state of health cannot be excluded for patients with difficult lung/ventilation conditions.